Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the customer experienced a bolus delivery issue. Customer¿s blood glucose level ranged between 50-300 mg/dl. Reportedly, the customer declined to provide additional information and further troubleshooting with tandem technical support.